Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that there were multiple tracheostomies where the flange broke. They observed that the little white piece that runs down the trach tube is flapping with every breath. They tried suctioning it out but failed and stated it caused extra noise and low o2 saturation. There was patient involvement, and no patient harm. The event occurred multiple times, and this report captures the first of the five incidents.